Manufacturer narrative:
H6: device code a050501 captures the reportable event of bands failed to deploy. H10: investigation results: the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that that the trip wire was secured in the handle and the crimp was present on the trip wire. It was also noted that the suture was returned cut and separated from the trip wire. One section remained attached to the ligator head. Further analysis noted that the evidence of suture cut was to remove the device from the scope. This condition is not considered as an issue of the device. Four knots were observed in one section of the suture and one knot in the section attached to the ligator head. Further analysis showed that two bands were attached to the ligator head. Additionally, the teeth were straight without damages and the suture hole looked in good condition. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly. The reported event was not confirmed. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A review of the instructions for use (IFU) and product labeling was completed and did not reveal any evidence of device misuse or that the device was used in a manner inconsistent with the labeled indications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation procedure performed on (B)(6) 2021. According to the complainant, during the procedure, the bands could not be detached. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation procedure performed on (B)(6) 2021. According to the complainant, during the procedure, the bands could not be detached. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.